Manufacturer narrative:
Investigation conclusion: multiple returned samples collected in "on label" media and unapproved media were tested by quidelortho testing group. Samples were tested on solana and lyra (pcr) assays. All patient samples collected in approved media yielded valid expected results. Issue of invalid results is most likely linked to use of unapproved media. Root cause: improper specimen transport source: phone.

Manufacturer narrative:
Investigation conclusion: to be determined root cause: to be determined source: email

Event description:
Customer reporting 5 false negative sars patients. Customer states the results were positive by rapid antigen test and one patient sample confirmed positive by pcr. It is noted that the patient swabs were collected at different times between the solana testing and rapid antigen/pcr testing. Report 4 of 5